Manufacturer narrative:
Root cause: the gds was returned for failure investigation which determined capacitor c3 on the data acquisition (da) pcb was bad and causing an improper da pcb reference voltage, ultimately triggering the low leak ¿ co2 alarm.

Event description:
The customer reported that the ventilator alarmed with a low leak co2 rebreathing occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator alarmed with a low leak co2 rebreathing occurrence. The customer reported there was no patient involvement.